Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain and new pain. Patient contacted by rep because patient is scheduled for explant consultation today. Rep asked patient if she would like to be reprogrammed or if she had any questions about the scs system. Patient states that she had great relief during her trial, but she has had no relief or very minimal relief since her implant. Patient states that her pain is typically worse than it was before implanted with the stimulator. Patient refuses any reprogramming options rep offered to her and she is requesting the system be removed. Explant planned. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.